Event description:
Device malfunction: failure to deploy - thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the thumb advancer could not advance. The device was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.